Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked lcd display window corners, scratches on the lcd window and missing end cap sticker. The device passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump functioned properly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level was 400 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack where the reservoir was placed and the reservoir would not lock in place. Customer advised at one point the reservoir came out. The reservoir compartment was cracked on top and the rubber seal came out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.